Event description:
The following information was reported: the patient was thin with "normal" blood pressure. Upon removal of the balloon, as they extracted the white tube, it was noted that the sealant was attached to the tip of the white tube. Pressure was held for 10 minutes to achieve hemostasis. The patient felt pain during the deployment process but once hemostasis was achieved the patient was fine. The patient was not hospitalized.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the probable cause of the reported event may have been a shallow vessel depth. The incident description stated that the patient was thin. Inadequate tissue tract for the full length of the sealant may result in sealant exposed above skin level and stuck to the distal tip of the advancer tube. The review of the lhr (B)(4) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).